Manufacturer narrative:
H10: e2: health professional ¿ y (yes) and e3: occupation - other healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the e-coupler unit of the camera head began to wobble when the rigid video scope was connected to the camera head at the start of a procedure. The diagnostic procedure was completed using the same set of equipment. There were no reports of patient harm, injury, or death.

Event description:
It was reported that the e-coupler unit of the camera head began to wobble when the rigid video scope was connected to the camera head at the start of a procedure. The diagnostic procedure was completed using the same set of equipment. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Update fields: h3, h4, h6, h11. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.